Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This device was explanted and returned for analysis. No additional adverse patient effects were reported.